Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic after receiving inappropriate high voltage therapy. Upon review, the implantable cardioverter defibrillator delivered shocks despite the right ventricular lead being cut previously in anticipation for a heart transplant. Programming changes were made to deactivate the device. The patient was in stable condition.